Event description:
Mongo was advanced into the pro xs 150 through septal collateral. Xs tip was positioned into the subintimal space in prox rca. Physician had wire knuckled, upon removal of knuckle the tip of the mongo wire broke off.